Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before pars plana vitrectomy surgery, an ophthalmic electrocoagulation head could not perform electrocoagulation normally. The procedure was completed on the same day after replacing it with another device.